Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right femoral artery. A procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6/7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also ruptured. The second device was removed and a third mynxgrip vascular closure device 6f/7f was deployed. The balloon from the third device also ruptured. The third device was removed and the patient was converted to manual compression for less than 30 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00206 for the first device and MDR 3004939290-2014-00207 for the second device.